Event description:
Account states they are getting false negative leukocyte results for urine samples that are positive when examined microscopically. The incorrect results have not determined to guide pt. Therapy. No cause has been determined for the discrepant results.